Event description:
It was reported that during a lap chole procedure, that the device was opened and fired once, but then, the next clip would not load into the jaws, instead fell out into the abdomen. It was retrieved. Another clip applier was used to complete the case. There was no adverse pt consequence.